Manufacturer narrative:
The customer¿s report that the silicone segment separated from the upper fitment was confirmed. The set was inspected; the expected retainer ring that secures the silicone tubing to the upper fitment was missing; however, indentations from the retainer ring were detected on the silicone tubing in the expected location. Functional was deemed unnecessary because of the separation. The cause of the separation was identified as a manufacturing-related issue.

Event description:
The customer reported that the device was alarming for air in line while infusing pantoprazole sodium 80mg at an unspecified rate. The nurse opened the door and noted that the silicone segment separated from the upper fitment ."the blue collar was missing but the nurse then slid the tubing back on the blue segment." There was no patient harm reported.